Event description:
It was reported by the stryker rep: difficult mako tha case. The stryker rep in attendance noticed the initial acetabular registration was poor and unacceptable. The surgeon initially re captured the crest point and the registration was still off. They had 4-5 attempts at registering both the crest and acetabular intra and extra-articular points as well as the posterior horn point. The rep then re located the posterior horn point on CT landmarks and the intra-op landmark was re-selected. This helped the registration however there were still yellow and red points signifying a sub-optimal registration. The surgeon was happy to proceed with this and moved on to reaming. There were some mild difficulties reaming but it was able to be completed. Cup impaction took place and no surgical results were captured. The surgeon commented that the cup looked to be in an interesting position however was happy to continue. Upon trailing the surgeon deemed the cup in an appropriate position which was free impingement and any stability issues. The surgeon then made me aware of the post-operative x ray noting a maligned acetabular cup component, which looks to be at about 25-35 degrees of inclination. The surgeon expressed some concern about the component position and question the patient's potential outcome in the future. He also acknowledged the difficulties during the case and that ultimately thought it was ok conclude the surgery with no intervention. Tha 4.1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding registration fails involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: the relevant log files and session files were not available for inspection. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists nor a technical service report was provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints related to p/n 219999, robot number: (B)(6) shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
It was reported by the stryker rep: difficult mako tha case. The stryker rep in attendance noticed the initial acetabular registration was poor and unacceptable. The surgeon initially re captured the crest point and the registration was still off. They had 4-5 attempts at registering both the crest and acetabular intra and extra-articular points as well as the posterior horn point. The rep then re located the posterior horn point on CT landmarks and the intra-op landmark was re-selected. This helped the registration however there were still yellow and red points signifying a sub-optimal registration. The surgeon was happy to proceed with this and moved on to reaming. There were some mild difficulties reaming but it was able to be completed. Cup impaction took place and no surgical results were captured. The surgeon commented that the cup looked to be in an interesting position however was happy to continue. Upon trialing the surgeon deemed the cup in an appropriate position which was free impingement and any stability issues. The surgeon then made me aware of the post-operative x ray noting a maligned acetabular cup component, which looks to be at about 25-35 degrees of inclination. The surgeon expressed some concern about the component position and question the patient's potential outcome in the future. He also acknowledged the difficulties during the case and that ultimately thought it was ok conclude the surgery with no intervention. Tha 4.1.